Manufacturer narrative:
On 7-jan-2022, mentor received additional information regarding the patient's symptoms. The patient suffered several unexplained systemic symptoms, including abnormal blood count, shortness of breath, weakness, back pain, shoulder pain, and lumps on her neck. The root cause of the patient¿s symptoms is unclear. H6 health effect - clinical code e2402: generalized illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race (american indian, caucasian, asian, african american) female patient underwent a revision breast augmentation with two 380cc mentor smooth round high profile prostheses and experienced bilateral deflation, and left-sided breast mass, breast pain, and device migration postoperatively. The patient states that she noticed the left-sided deflation about a year ago. The patient experienced left-sided breast pain, breast mass, and device migration on (B)(6) 2020 and had a consultation with a healthcare professional. MRI indicated the patient's left breast appears intact. However, the patient suspects that her left breast is actually leaking. Also, the patient's doctor stated that deflation cannot be confirmed till explantation. In addition, the patient now suspects that her right breast appears to be leaking also. Patient states that her ex-husband was abusive. However, it is unclear if her ex-husband's abusive contributed to the bilateral deflation. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2013 based on available information. This report is for the right-sided prosthesis.